Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke on the megasuturecut needledriver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.